Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 184 mg/dl. It was stated that the customer was feeling ill and went into shock. The caller stated that she removed the insulin pump from the customer, and wanted to know how to save the settings while it was not being worn. Assisted the caller. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.